Event description:
The complainant reported console emitting an alarm during setup of the device. A new controller was used, however, the alarm persisted. A new pump was opened and used without issue. No harm to any patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs were not returned and the pump was. The root cause of the optical signal issue is due to a damaged fiber line. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.